Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from united states indicating that device "cord damaged." It is known the device was used in surgery and there was no injury or medical intervention. There was no add'l info provided.